Event description:
A miniarc mesh device was implanted. It was reported that, after, the implantation the patient experienced, "severe and permanent bodily injuries and significant mental and physical pain and suffering, infections, abrading of vaginal tissues, abnormal vaginal discharge, dyspareunia, continued incontinence, and severe pelvic and lower back pain." Also reported were, "inflammation" "other severe adverse health consequences" and, "loss of consortium."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.